Event description:
CT chest was ordered for pt to rule out dissection. IV in left ac(anticubital) area. Prior to CT, IV flushed well. The 125cc optiray IV contrast was started using the power injector. The IV site was watched for 30-40 seconds without incident. The rt tech left pts side to start scan. Pt started to cry. Rt tech ran to pts side and noticed the IV infiltration. Pt complained of pain in the entire arm. Positive swelling and edema. Positive cellulitis.